Event description:
Pt received a couple of successful shocks at home prior to ambulance arrival. The emt's performed CPR. Somewhere along the line, the lead dislodged and the pt received many repeated therapies and was rescued externally many times. The binc rep was called to disable detection and therapy that evening. Pt continued to have vt. Physician suspected the lead was hanging in the svc and possibly irritating the heart. The next morning, the physician extracted the lead at the pt's bedside. Pt passed away later that day. Also removed with this was a linox sd 65/16 and MDR 1028232-2007-00074.